Manufacturer narrative:
Serial number was received.

Manufacturer narrative:
Additional information was reported that rbbb also occurred one day post implant of the valve. It was noted that the lbbb and rbbb that occurred one day post implant, were unresolved approximately three years following the implant of the valve. No adverse patient effects were reported. Corrected information: pt identifier: (B)(6). Ethnicity: no information. Patient race: no information. Suspect medical device: model #: evolutr-26, catalog #: evolutr-26, serial #: (B)(4), unique identifier (UDI) #: (B)(4). Implanted date: (B)(6) 2016. Device mfg date: 2016-04-13. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: additional information was received that rbbb was a baseline condition and was reported in error. No adverse patient effects were reported. This was the initial use of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed left bundle branch block (lbbb) and first degree atrio-ventricular (av) block and a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.